Event description:
The hosp recently converted to new enfit tip ng tubes. Events such as the one about to be described occurred with other pts in a similar way during a similar timeframe. This particular pt was in the nicu with a feedbag in place. Nursing attempted to remove the feedbag to administer medication. The tubing of the feedbag was stuck in the enfit tip of tube. Nursing attempted to remove via gloved hands then with hemostat to no avail. The ng tube had to then be replaced with a whole new set to administer medication. Other similar events occurred with other pts which also involved breakage of these new enteral tubes. FDA safety report ID# (B)(4).